Event description:
Revision surgery to remove roi-c implant at level c4-5 and replaced with anterior plate and screws. Initial fusion surgery performed on (B)(6) 2013 with roi-c implanted at levels c4-5 and c5-6. Ref MFR# 3004788213-2014-00003.